Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was missing additive. Red cell ring, and erroneous results, and poor barrier separation of the sample." The missing additive event occurred 3 times. The red cell ring event occurred 3 times. The poor barrier separation event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "for several weeks we have been observing an increased number of tubes that do not meet the acceptance criteria for release. Such tubes, once they enter the analytical process, generate aspiration errors in the analyzers, leading to incorrect results and the need for repeat determinations. Unacceptable serum quality is related to the presence of fiber on or above the serum surface and floating clots. I have included photos of sample tubes in the appendix. The automation of the pre-analytical process has been implemented using solutions proposed by roche diagnostics. Unfortunately, these tools are not able to detect all the abnormalities described above. Working on the materials you provide has forced us to partially revert to manual work at the stage of preparing samples for testing, in order to provide recipients with reliable test results. Our routine handling of these tubes is as stated in your catalogue: 1. The tubes are subjected to the centrifugation process no sooner than 60 minutes after material collection. 2. The tubes are centrifuged for 10 minutes at 1300 g at 18-25 degrees c. I would like to inform you that all centrifuges used in this process are subjected to constant supervision and have current approval documents. In addition, additional safeguards resulting from laboratory practice have now been implemented: 1. Each tube cat. No. 368815 is assessed by a member of staff on arrival at the laboratory, manual shaking of the sample takes place so that the clot in the sample breaks away from its walls. 2. If the clot refuses to break away, the tube is centrifuged in free-standing centrifuges. After centrifugation, the quality of the serum is assessed. If a worker notices fibrin or a floating clot, he or she transfers the material to a secondary tube and performs tests in it."

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2145230, d.4. Medical device expiration date: 2023-10-31, h.4. Device manufacture date: 2022-05-25. D.4. Medical device lot #: 2145228, d.4. Medical device expiration date: 2023-10-31, h.4. Device manufacture date: 2022-05-25. D.4. Medical device lot #: 2145227, d.4. Medical device expiration date: 2023-10-31, h.4. Device manufacture date: 2022-05-25. B.5. Describe event or problem: it was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was missing additive. Red cell ring, and erroneous results, and poor barrier separation of the sample." The missing additive event occurred 3 times. The red cell ring event occurred 3 times. The poor barrier separation event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "for several weeks we have been observing an increased number of tubes that do not meet the acceptance criteria for release. Such tubes, once they enter the analytical process, generate aspiration errors in the analyzers, leading to incorrect results and the need for repeat determinations. Unacceptable serum quality is related to the presence of fiber on or above the serum surface and floating clots. I have included photos of sample tubes in the appendix. The automation of the pre-analytical process has been implemented using solutions proposed by roche diagnostics. Unfortunately, these tools are not able to detect all the abnormalities described above. Working on the materials you provide has forced us to partially revert to manual work at the stage of preparing samples for testing, in order to provide recipients with reliable test results. Our routine handling of these tubes is as stated in your catalogue: 1. The tubes are subjected to the centrifugation process no sooner than 60 minutes after material collection. 2. The tubes are centrifuged for 10 minutes at 1300 g at 18-25 degrees c. I would like to inform you that all centrifuges used in this process are subjected to constant supervision and have current approval documents. In addition, additional safeguards resulting from laboratory practice have now been implemented: 1. Each tube cat. No. 368815 is assessed by a member of staff on arrival at the laboratory, manual shaking of the sample takes place so that the clot in the sample breaks away from its walls. 2. If the clot refuses to break away, the tube is centrifuged in free-standing centrifuges. After centrifugation, the quality of the serum is assessed. If a worker notices fibrin or a floating clot, he or she transfers the material to a secondary tube and performs tests in it."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring, fibrin, and poor serum was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and poor serum was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, fibrin and poor serum, because the defects were not evident in the testing of the retained lot samples. Bd was able to confirm the customer¿s indicated failure mode, red cell ring, because the defect was evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell ring, fibrin and poor serum. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was missing additive. Red cell ring, and erroneous results, and poor barrier separation of the sample." The missing additive event occurred 3 times. The red cell ring event occurred 3 times. The poor barrier separation event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "for several weeks we have been observing an increased number of tubes that do not meet the acceptance criteria for release. Such tubes, once they enter the analytical process, generate aspiration errors in the analyzers, leading to incorrect results and the need for repeat determinations. Unacceptable serum quality is related to the presence of fiber on or above the serum surface and floating clots. I have included photos of sample tubes in the appendix. The automation of the pre-analytical process has been implemented using solutions proposed by roche diagnostics. Unfortunately, these tools are not able to detect all the abnormalities described above. Working on the materials you provide has forced us to partially revert to manual work at the stage of preparing samples for testing, in order to provide recipients with reliable test results. Our routine handling of these tubes is as stated in your catalogue: 1. The tubes are subjected to the centrifugation process no sooner than 60 minutes after material collection 2. The tubes are centrifuged for 10 minutes at 1300 g at 18-25 degrees c. I would like to inform you that all centrifuges used in this process are subjected to constant supervision and have current approval documents. In addition, additional safeguards resulting from laboratory practice have now been implemented: 1. Each tube cat. No. 368815 is assessed by a member of staff on arrival at the laboratory, manual shaking of the sample takes place so that the clot in the sample breaks away from its walls 2. If the clot refuses to break away, the tube is centrifuged in free-standing centrifuges. After centrifugation, the quality of the serum is assessed. If a worker notices fibrin or a floating clot, he or she transfers the material to a secondary tube and performs tests in it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was missing additive. Red cell ring, and erroneous results. The following information was provided by the initial reporter. The customer stated: "for several weeks we have been observing an increased number of tubes that do not meet the acceptance criteria for release. Such tubes, once they enter the analytical process, generate aspiration errors in the analysers, leading to incorrect results and the need for repeat determinations. Unacceptable serum quality is related to the presence of fibre on or above the serum surface and floating clots. I have included photos of sample tubes in the appendix. The automation of the pre-analytical process has been implemented using solutions proposed by roche diagnostics. Unfortunately, these tools are not able to detect all the abnormalities described above. Working on the materials you provide has forced us to partially revert to manual work at the stage of preparing samples for testing, in order to provide recipients with reliable test results. Our routine handling of these tubes is as stated in your catalogue: the tubes are subjected to the centrifugation process no sooner than 60 minutes after material collection the tubes are centrifuged for 10 minutes at 1300 g at 18-25 degrees c. I would like to inform you that all centrifuges used in this process are subjected to constant supervision and have current approval documents. In addition, additional safeguards resulting from laboratory practice have now been implemented: each tube cat. No. 368815 is assessed by a member of staff on arrival at the laboratory, manual shaking of the sample takes place so that the clot in the sample breaks away from its walls if the clot refuses to break away, the tube is centrifuged in free-standing centrifuges. After centrifugation, the quality of the serum is assessed. If a worker notices fibrin or a floating clot, he or she transfers the material to a secondary tube and performs tests in it."